Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that it was not working. There were no patient symptoms reported.

Event description:
It was reported that the therapy had stopped helping the pain back a few years ago. The patient reported that they still had to take oxycodone to get out of pain and had been on oxycodone for a year. Therapy was not providing the pain relief for the patient at 400. The patient could not go higher as they could not tolerate the buzzing. The patient reported that the nerve pain was horrible.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that there was a loss of stimulation. The patient has not been getting any stimulation, and hasn¿t been getting much stimulation since the device was implanted. About 2 weeks prior to the report, the patient was having a little stimulation on her right side when she would lie down on her right side. The patient was very disappointed in the device and wanted to have it taken out. The patient was at the health care provider office on (B)(6) 2016 to have x-rays and the x-ray showed that the leads are okay. The patient programmer showed that stimulation was on and the patient had the ability to change stimulation. The patient was put on group c and can adjust stimulation on program 1 in group c, but she couldn¿t get to program 2. The patient was having pain in her metatarsal across the last 3 toes, and the patient can cross her legs and put pressure and the pain goes away, but then she gets a cramp in her foot. The patient had been up all night because of the pain. Additional information was received from the patient on (B)(6) 2016 that reported that there was no stimulation and a loss of therapy. The patient¿s level of pain was ¿a little over 10 and it was horrible.¿ in (B)(6) of 2016, there were 4 or 5 days where she felt a little bit of stimulation and it worked. From (B)(6) until now, that was the only time that it had worked. Since implant, the device never worked. ((B)(6) 2011) when the manufacturer representative hooks her up to his apparatus, he can turn stimulation up and she can feel the stimulation, but when she gets home, she does not have stimulation. The patient has just been taking pain pills and putting it off because she hates to try to recharge. The patient stated that the device ¿does not do any good.¿ the patient had never been happy with the device since implant. The patient is still in severe pain and has to be on oxycodone and that doesn¿t even work sometimes. The patient¿s pain has been off and on like this for over 5 years, but since july, it¿s been like this. The patient noted that with her initial implant, she would have a little bit of trouble, but never like this. The patient has put off calling in and has been relying on oxycodone. The patient has already spent two nights in the last week and a half awake and has not slept for 36 hours.

Manufacturer narrative:
Additional information related to regulatory report # 3004209178-2016-26301 will now be captured in this regulatory report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient on 2016-10-24 that reported that it was taking too long to recharge. The patient did not get a lightning bolt and the implantable neurostimulator (ins) charge was depleted on (B)(6) 2016. The patient programmer showed the warning screen to charge the implantable neurostimulator (ins) on the call. The patient stated that it was difficult to charge as they spent multiple hours. This was clarified that the patient spent 2.5-3 hours per week charging. They did not use a belt. The patient had sat and charged for an hour on the day of the call and stated that nothing had happened. It was reported that the patient did not get coupling bars and did not have the time to charge. Additional information was received from the patient on 2016-10-27 that reported that she connected to the implantable neurostimulator recharger and had all 8 coupling boxes, but her implantable neurostimulator battery was very low. The screen was flashing at the first quartile box. It was recommended that the patient keep charging and turn stimulation on when the battery is half full. Additional information was received from the patient on (B)(6) 2016 that reported that it was taking too long to charge and there was poor coupling. The patient was having so much trouble every time that she has to recharge. They try to place the recharger right on the scar and had been working for a half hour to try and get coupling bars, but could not get coupling bars. The patient was able to get 2 coupling bars at the time of the report. When the manufacturer representative puts the recharger on the scar, it immediately gets 8 bars, but when they place the recharge on the same spot, they do not get anything. The patient puts off recharging because it is so hard. The patient reported that something is wrong with the device and was considering getting it explanted. The patient was redirected to her health care provider to determine the cause of the issue, but she didn¿t have an appointment scheduled until (B)(6) 2017. The patient noted that she would meet with her health care provider to determine what was wrong with the device. Follow-up was conducted to obtain information regarding the allegation that "something was wrong with the device." On 2016-12-13, the manufacturer representative reported that there was no issue with the device, but the patient was not receiving stimulation into the feet. The troubleshooting performed related to this issue was that the patient was reprogrammed to some success into the top of the feet, and the patient¿s next appointment was scheduled for early (B)(6) of 2017. The cause of the issue was undetermined at the time of the report, and the resolution to the issue with the device was to be determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient indicating that they have notified their managing physician about their therapy not working for their pain and the ¿buzzing¿ when their setting are turned high. The patient went to the doctor to resolve the issues. No other information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.